Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/01/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the unit was powered on, it would shut back down. The fse replaced the backup battery with one provided by the customer. The fse also replaced the power cord and ac strain relief. The unit passed extended self testing and electrical safety testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit would not operate from battery power. There was no patient involvement.